Event description:
It was reported that pump battery would not charge despite use of working wall outlet, tandem charging cable, and tandem wall adapter, and that pump did not display low power alerts, shutdown alarms, or power source alerts at the time the problem began. There was no reported impact to the customer¿s blood glucose level. Customer tried an alternate wall adapter and charging cable without success. Customer was referred to clinic for prescription of replacement pump.